Manufacturer narrative:
Manufacturer¿s analysis was unable to confirm the customer comment that the device presented with an error stating that communication was lost with the analyzer; the device communicated with the known good and returned analyzer. The device passed functional and system tests; the hard drive was reconfigured, and the software was reloaded as a preventive measure. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer presented with an analyzer error message, stating "programmer has lost communication with the analyzer." It was noted that multiple analyzers were attempted. The programmer has been returned for repair. No patient complications have been reported as a result of this event.